Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the analysis of archive data and during functional testing. The reported complaint of "the autopulse platform displayed ua02 (compression tracking error) and ua45 (not at "home" position after power-on/restart) error messages" was confirmed based on the analysis of archive data. The investigation found two root causes for the reported error messages. One root cause was the defective drivetrain motor due to a defective component, and the other root cause was the sticky clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, possibly as a result of normal use of the device. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. As per the customer, the autopulse platform was wrapped in the patient carrying tarp and stored in their ambulance. During investigation, corrosion was not observed on the drivetrain motor, but corrosive damages were noted on other components of the autopulse platform. Frequent daily device checks and storing the platform in a less humid area could extend the life of the drivetrain. Therefore, user mishandling cannot be ruled out. Visual inspection of the returned platform was performed, and physical damages were observed on the front enclosure, bottom enclosure, battery cable, and the processor board, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was observed to be chipped at the edges and was slightly cracked around the screw fittings. The bottom enclosure was observed to be broken around the battery compartment area, and the interior was observed to be dirty. The observed physical damages were appeared to be the characteristic of lack of proper maintenance and harsh impact due to user mishandling. Furthermore, rust was observed on the battery cables and on the base, where the cables are mounted to. The root cause of the observed corrosive damage is attributed to user mishandling. During further visual inspection, one of the processor board's lcd connector locking tabs was noted to be broken. This might have resulted from the previous service event of the autopulse platform. All the damaged and defective parts were replaced to address the observed issues. A review of the archive data showed occurrences of fault code 16 (timeout moving to take-up position), user advisory (ua) 02 (compression tracking error), and ua45 (not at "home" position after power-on/restart) error messages on the customer reported event date; thus, confirming the reported complaint. In addition, unrelated to the reported complaint, there was one occurrence of a user advisory (ua) 23 (compression will exceed 3 revolutions) noted to have occurred on the reported event date. The ua23 was cleared by the customer, and the root cause of all the observed error messages was determined to be the defective drivetrain and the sticky clutch plate. The defective drivetrain was replaced, and the sticky clutch plate was deburred to remedy the faults. The autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up; thus, confirming the reported complaint. The reported ua02 and ua45 could not be replicated during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed ua02 (compression tracking error), fault code 16 (timeout moving to take-up position), and ua45 (not at "home" position after power-on/restart) error messages. To troubleshoot, the user tested the autopulse platform with multiple batteries and different lifebands, but the issue persisted. As per the customer, the autopulse platform was wrapped in the patient carrying tarp and stored in their ambulance. No patient involvement.